Event description:
It was reported that the water does not circulate, and the temperature is unstable, fluctuating around 45 degrees. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The root cause is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.